Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture within the right main bronchial stem on (B)(6), 2010. According to the complainant, once the stent had been positioned within the stem, the physician began to pull on the deployment suture. After approximately half of the stent had been deployed, the suture got stuck; the remainder of the stent could not be deployed. The complainant noted that the suture string did not break, and that there was no bowing of the delivery system. The stent was easily removed from the patient, and another ultraflex tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The returned device presented with the distal stents loops deployed. Further examination found a kink in the delivery system. During a functional analysis of the device, an initial resistance was felt when the deployment suture was pulled and the delivery system bowed; the stent, however, could still be deployed. The most probable root cause of the reported issue is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be used to treat a malignant stricture within the right main bronchial stem on (B)(6), 2010. According to the complainant, once the stent had been positioned within the stem, the physician began to pull on the deployment suture. After approximately half of the stent had been deployed, the suture got stuck; the remainder of the stent could not be deployed. The complainant noted that the suture string did not break, and that there was no bowing of the delivery system. The stent was easily removed from the patient, and another ultraflex tracheobronchial stent was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.